Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was within the allowable operating altitude range. There was no adverse impact to customer's blood glucose level. The alarm was cleared and insulin deliveries resumed.